Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left superficial femoral artery (sfa). A 5.0 x150, 135cm charger¿ balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.